Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited a purple image due to a broken video cable. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h6, h7, and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that the reported issue occurred due to a faulty charged coupled device. However, the specific root cause of the faulty charged coupled device cannot be determined. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.